Event description:
The pt could not adjust the stimulation. There were triple beeps when trying to increase and decrease on channel1 . The batteries were good. The settings were lost-it was likely a power-on-reset.